Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer took the autopulse platform (s/n (B)(4) and fully charged autopulse li-ion battery (s/n (B)(4) to a patient call. The autopulse system was not deployed throughout the call. During the device check after the call, the platform did not power on. The status leds on the battery were showing 4 solid green lights, indicating that the battery was fully charged. After the crew returned to the station, they exchanged the battery, and the same autopulse platform powered on without a problem. No patient involvement.